Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. P-cap/reservoir locked properly in place. Pump received with cracked belt clip rail case corner and battery tube threads. Power supply test failed during self-test alarmed during self test due to moisture damage on the electronic assembly. Pump failed the sleep current test due to moisture damage on the electronic assembly. Pump received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was giving error and was resetting itself and it cleared the active insulin. The insulin pump had a crack on the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.